Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem customer technical support, however customer declined further troubleshooting. Customer¿s blood glucose level was 226 mg/dl